Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. According the sample condition, no defects or suture breakage was observed on the sample and the representative sample met the requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent an fho surgery on (B)(6) 2016 and suture was used. Post-operatively, the surgeon visualized the previously placed suture material had broken up into small pieces.